Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling a "bumping" in their chest like a huge hiccup one day post implant. It was also noted by the patient that an adjustment was made which seemed to help but that they started feeling it again later when they returned home. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.